Event description:
Ous MDR - it was reported that oversensing was detected 18 months after the implantation. An insulation defect of the lead was suspected. Other details of the incident are currently not available. The patient underwent an op (revision). No detailed information on the state of the patient was communicated.

Manufacturer narrative:
The lead was destroyed upon receipt of delivery. The lead was severed 18 cm distal from the is-1 connector pin. Only the proximal fragment was returned for analysis. During lead fragment analysis, wear on the insulation was found 12.5 cm distal to the is-1 connector pin. This damage is highly likely the cause of the clinical complaint. The analysis yielded no evidence to suggest a materials defect or a manufacturing defect. Moreover, the damage showed significant mechanical loads during the service life. The position and type of wear suggest a simultaneous occurrence of great pressure of the lead on the ICD housing and also the lead rubbing against the ICD housing. There was no indication of a materials defect or a manufacturing defect.